Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On 05aug2019 a patient (pt) in (B)(6) called to report a ¿diagnosis of corneal perforation¿ while wearing the acuvue oasys for astigmatism brand contact lens. The pt reported discomfort, itching, irritation and burning sensation on the 1st day of od lens wear. On removal of the suspect lens, the pt noted a small tear on the center of the lens. The od was irritated and red after removal. On (B)(6) 2019 the pt visited the eye care provider (ecp) advised the pt that itching the eye ¿caused the od perforation on the cornea, causing an ulcer.¿ the location of the od ulcer was not provided. The pt was prescribed a lubricating drop, hyabak every hour as needed and vigamox every 2-3 hours for 5 days. The ecp suspended contact lens wear until the return visit in 7 days. The pt reported the od was better after 3-4 days of medication use. The pt went to the ecp in 7 days and the ecp advised the ¿cornea was returning to normal.¿ the vigamox drops were discontinued. The pt was prescribed an ¿anti-inflammatory eye drop¿ (name was unknown) and advised the pt to continue the hyabak for dry eye and discomfort. The pt returned to contact lens wear after 7 days of the initial ecp visit while experiencing discomfort. Pt reports daily wear with a 30-day replacement schedule. Pt uses opti free or renu solution to disinfect the lenses. On 05aug2019 a call was placed to the pts treating ecp and additional medical information was requested. No additional information was provided. On 06aug2019 the pt sent an email with pictures of the od from the ecp visit. The pictures show redness in the od. On 07aug2019 a call was placed to the pts treating ecp and additional medical information was requested. A representative reported that medical information can only be provided to the pt. On 07aug2019 and 09aug2019 additional calls were placed to the pt and the medical report was requested. No additional medical information has been received. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l003qg2 was produced under normal conditions. If any further relevant information is received, a supplemental report will be filed.